Event description:
The essure product was implanted (B)(6) 2013 by my ob/gyn, dr. (B)(6). My symptoms and adverse events began within a few days of the procedure (around (B)(6) 2013), and have been nothing like I have experienced before. Right away I suspected my new symptoms were related to the essure. My symptoms include pelvic pain (more severe during certain times of month), back pain, nerve pain, and headaches. The nerve pain is all over, but very pronounced on left side of neck, with shooting pain down my neck, shoulder, arm, and leg, and numbness/tingling in my legs and feet. Most days my legs are sore and fatigued like I've run a marathon (which I have, so I know!). Within a couple of weeks of the procedure, I returned to dr. (B)(6)'s office, to discuss my unusual symptoms. I tried not to place blame and took a more subtle approach saying things like, and "perhaps I overstrained my body during exercise." Since I really did't know for certain, and I didn't want to make her feel badly, I initially spoke from a place of compassion. Because the symptoms resembled that of ms, I was referred to a neurologist to rule out this and other illnesses. Two office visits and three MRI's were done in (B)(6) of 2013. No diagnosis was made by my neurologist but she did prescribe a high-strength b multivitamin (which is given to people with diabetes to help with nerve pain.) During this same period, I began researching essure again on the internet. Unfortunately, there was new information out there - websites and discussion of negative side effects that I didn't see before during my initial research in (B)(6) 2013. I read stories from ladies all over, who were experiencing the same symptoms. It was so unbelievable and scary. Since (B)(6) 2014, I have been on the hunt for a doctor to remove the essure, without performing a hysterectomy. I have had more discussions with the ob/gyn who did the implant, but she will not remove the essure, with tubes only. After months of research, and discussion with several gynecologists, I am scheduled to have the essure removed in (B)(6) 2014. She will remove my tubes and perform a corneal resection of my uterus (but leave the uterus and ovaries.) I am looking forward to being essure free and pain free. My history includes lupus, and underactive thyroid. Both conditions have been stable with medication. My rheumatologist does not believe the symptoms described above are lupus or thyroid related. My allergies include penicillin and sulfa antibiotics. (B)(4).